Event description:
It was reported that intermittent occlusion alarms occurred. Subsequently, the customer experienced an elevated blood glucose (bg) was 576 mg/dl. Additional information on how bg was treated was not provided; the customer declined further troubleshooting with tandem technical support. Customer changed pump supplies to address the issue.